Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going; additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative ""the needle was loose from the thread preventing its use." The problem was detected prior to patient use.

Manufacturer narrative:
We have received one closed sample and one open sample (only the thread and second pack is available). Analysis and results: (B)(4). A tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep):0.84 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). A review of the batch manufacturing record for this product had a normal process and the results during the process fulfils usp/ep and bbs requirements. Final conclusion: the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions are needed.